Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet system, with a fingerstick blood glucose of 50 mg/dl and subsequent readings of 57 mg/dl after initial treatment and 79 mg/dl after additional carbohydrates, following a prior elevated glucose of 297 mg/dl; the user treated with approximately 12 grams of carbohydrates initially and then additional candy. Symptoms included confusion and disorientation. Outcomes included recovery from the low without hospitalization. Investigation included troubleshooting and user education provided by customer care. Investigation of this case revealed no device malfunction and no confirmed device component failure, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.